Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 4.2-6.6cm from the distal end of the svc shock coil. Internal insulation abrasion was noted under the rv shock coil at 4.2-4.3cm, 4.8-5.4cm, 5.0-5.5cm, 5.6-5.7cm, and 6.2-6.5cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.2-11.3cm from the distal end of the svc shock coil. The rv conductor etfe coating was abraded at this location. Internal insulation abrasion was noted at 9.7-10.9cm from the distal end of the svc shock coil. Internal insulation abrasion and under the rv shock coil was noted at 6.3-6.5cm from the distal tip. The sensing conductors etfe coating were abraded at these locations. The abraded sensing conductor etfe coating at these locations is consistent with the reported field event of noise and inappropriate therapy.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via x-ray while in the ER after receiving inappropriate therapy due to noise. No electrical anomalies were detected. Due to improvement of patients ejection fraction, the whole system was explanted. During explant procedure, the physician cut svc near atrial junction and had to open chest to stop bleeding. Patient is stabilized.